Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical specialist advised the customer to request again, after approval the issue was resolved. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 when user attempted to issue hydroco/apap tab 5 325 mg, the system prompted the user to request rxcheck again despite the rxcheck having already been approved by pharmacy. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.